Event description:
During evaluation of the uretero-reno fiberscope, the device control unit was found to exhibit foreign material/dirt and detached insertion section sheath adhesive. There was no patient involvement, and no harm was reported as a result of the event.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause of the observed foreign material/dirt on the device control unit could not be determined, however, the issue is a known inherent risk of the device is likely due to fluid leakage and or insufficient cleaning /reprocessing. Additionally, a definitive root cause of the observed detached sheath adhesive could not be determined, however, the issue is a known inherent risk of the devices and is likely due to repetitive use stress, handling and or external factors. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.